Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned.

Event description:
It was reported there was noise when the lead was connected to the analyzer, and the signal could not be measured, at implant attempt. The lead was not used and was replaced. No patient complications were reported as a result of this event.